Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 03:02 pm CT. The report number is being corrected from: 3006630150-2018-62511 to: 3006630150-2018-62200. This report is follow-up # 1.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a battery replacement procedure was doing well postoperatively.

Manufacturer narrative:
Problem code 1184 for the reported issue of gauge reading inaccurate. Investigation result a visual examination of the returned complaint device revealed the gauge needle was at 0 atm and there were no damages to the device. Functional evaluation was performed and was unable to confirm that the gauge was reading inaccurately. It was noted that the device was able to be inflated properly and there were no issues noted with the gauge needle. The returned device passes visual and functional tests; consequently, not confirming the reported complaint. Therefore the most probable root cause for this complaint is "no problem detected". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 11:13 am CT. The report number is being corrected from: 3005099803-2018-62012 to: 3006630150-2018-62200.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle did not move up past 4 or 5 atm. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a battery replacement procedure was doing well postoperatively.